Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented with the pacemaker in backup. The device could not be interrogated. It was noted that the patient had 3 MRI scans in the past without changing the device mode. Loss of capture was noted, and the device was at eri. The patient was lost on follow-up since the implant in 2012. Replacement was discussed. The patient was stable.